Event description:
One patient with discrepant ft4 results, initial result 26.7 pmol/l, repeat 18.2 pmol/l. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.